Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "the patient in room 318 on the central station. Sometime in the night the alarms were turned off and there was an incident of unknown description." No emergent or adverse impact was reported.